Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the alleged power issue began on the afternoon of (B)(6) 2010. The patient informed the csr that she tests 5x/day and manages her diabetes by taking a combination of oral medication (metformin) and insulin (lantus). It is not known if the patient takes a set dose of insulin or adjusts the amount based on her blood glucose results. Despite the alleged issue, the patient claimed she continued to take her usual dose of medications. However, on the morning of (B)(6) 2010, the patient reported feeling dizzy and sweaty. Approximately 1 hour after the onset of symptoms, the patient reported that she tested her blood glucose with a neighbor's meter (brand unknown) and obtained a reading of "3.1 mmol/l (56 mg/dl)." The patient claimed she treated herself with candy and confirmed feeling better afterwards. At the time of troubleshooting, the csr discovered that the patient was using the incorrect test strips. The csr confirmed that the subject meter powered on manually. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.